Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The pt's blood glucose level was unk. The customer stated that there were no significant events that could lead to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.